Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 06/14/2025. The patient experienced a skin reaction and subsequent infection at the site of a sensor insertion in the right arm. The exact number of days between sensor insertion and symptom onset is unspecified. Prior to insertion, the area was prepped with alcohol. On (B)(6) 2025, the patient experienced signal loss from the sensor and decided to remove it. The following day, a small bump developed at the needle puncture site. On an unspecified date, the condition worsened, and the patient developed a rash, redness, inflammation, pimples (bumps), and an infection under the sensor pod area. On (B)(6) 2025, the patient visited an urgent care clinic and was prescribed doxycycline 100 mg (oral antibiotic) for seven days. At the time of the report, no photo was provided, but the patient still had a red bump, swelling, and redness in the affected area. On (B)(6) 2025, tech support followed up with the patient. She confirmed that her physician (on an unspecified date) had advised her to continue doxycycline for an additional five days. The patient reported that the bump was still present but had decreased in size. At the time of the follow-up, a visit with an endocrinologist had been scheduled but had not yet occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced signal loss from their continuous glucose monitor (cgm) and subsequently removed the sensor. The following day, the patient developed a localized skin reaction at the sensor pod site, including rash, redness, inflammation, pimples (bumps), and signs of infection. The affected area had been prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient visited an urgent care clinic and was prescribed a 7-day course of oral antibiotics (doxycycline 100 mg). At the time of this report, the patient continued to experience swelling in the affected area. Although a follow-up physician visit was scheduled, it had not yet occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.